Event description:
It was reported that this left ventricular (lv) presented loss of capture due to it becoming dislodged, which was confirmed using x-ray imaging and subsequently fluoroscopy was used during its explant and a new lead was implanted instead. No additional patient effects were reported.